Manufacturer narrative:
(B)(4). The analysis results of the sleeve (a) found evidence that the device has been reprocessed by (B)(4). No functional testing was performed due the condition of the device returned. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b and c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b and c additional information: batch # unk, expiration date: unk, manufacturing date: unk. (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three devices were leaking from the tops of the trocars. The same trocars were used to complete the procedure. No adverse consequences reported.